Event description:
It was reported during a routine in-office visit, interrogation of the device showed that there was no atrial capture. There was high unstable thresholds, and a increase in lead impedance. Reprogramming was done. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Concomitant product: 6949-58 implantable tachy lead (B)(6) 2007.